Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, chronic totally occluded, 80% stenosed, proximal right common iliac artery. After deployment of the 7.0x60 mm absolute pro stent implant in the lesion, the stent delivery system (sds) could not be retracted into the sheath. The delivery system tip was stuck on the edge of the expanded absolute pro stent implant. During the attempt to retract the sds back into the sheath, the stent became elongated into the descending aorta and fractured into two pieces. A 7fr sheath was used to gain access to the fractured stent which was then pulled back into the sheath and was able to be removed from the patient. A 6.0x59 omnilink elite stent was deployed in the right common iliac artery and an 8.0x29 mm omnilink stent was deployed in the left common iliac artery after which a kissing balloon technique was used for post-dilatation. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: sheath: 7fr destination. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty removing could not be confirmed as it was based on case circumstances. The stretched and fractured stent could not be confirmed as the stent was not returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.